Event description:
Medtronic received information that prior to use of a custom tubing pack, the customer reported that during set up they noticed that the venous outlet tubing from the reservoir could be rotated. It appeared as if the tubing had been overstretched during assembly prior to fitting onto the barbed reservoir outlet connector and that there appeared to be a fluid behind the tubing (almost lubricating the connection). Due to time constraints the customer did not have time to change out the circuit as it was already primed and the patient ready to go onto bypass. The customer double tie banded the connection to reduce any movement and reduce the possibility of the tubing disconnecting. The customer tie banded the connection and an assessment of risk was taken and they continued to use the perfusion circuit during bypass. There was no patient impact or event as a result of this reported issue. Additional information: the customer commented that when they checked the device, gently manipulating the connection as if they were turning to de-air the connection, the tubing felt loose. Customer double tie banded the connection and used the device. The customer noticed the connections were loose pre-bypass and added tie-bands over the venous reservoir outlet connection before the operation. The circuit was used clinically without incident. No bubbles were seen at any stage during priming or clinical use. A pump sucker and aortic root needle with vent were used, but no bubbles were seen in the circuit during the clinical procedure. A bubble detector was used. It did not activate during the clinical case. The purge line was run open but no air was seen during clinical use.

Manufacturer narrative:
Conclusion: the complaint for loose tubing could not be confirmed. Product analysis of returned product could not confirm the incorrect tubing connection. Analysis of the tubing and cvr outlet met specifications with regards to inner, outer diameter and barb dimen sions. No indications the tubing was not connect properly during production. Taking into consideration; this specific tubing is considered as a very stiff tubing, the stiffest tubing in our component range. With regards to stiff tubing, it must be considered that when manipulating the tubing and fluid runs through the tubing it can easier detach/disconnect. There is a potential of manipulation of the tubing connected to the outlet of the fusion cvr. After evaluation with the customer a new specification has been created and a strap has been added on the outlet of the cvr to create an even stronger connection. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.